Event description:
It was reported that during assessment, the pump module did not display channel ID upon power up and it could not communicate to the alaris systems maintenance (asm) to download the logs. Per report, "when system was powered up into maintenance mode, no channels displayed channel ids. After a moment, pump sn: (B)(6) power on and displayed ch. Error 13-1033-149. Removed pump sn: (B)(6), recycled power to system, pump sn: (B)(6) (ch. A) powered up, and pump sn: (B)(6) did not display the ch. ID. Disconnected and reconnected pump sn: (B)(6), after a moment ch. ID ¿ d appeared and then went to a channel error (no error code displayed). Disconnected and reconnected pump sn: (B)(6), after a moment ch. ID: d appeared and then went to a communication error (no error code displayed)." Biomed then had the system from the ER programmed to run infusions on 2 pump modules with no issues, when pump sn: (B)(6) was attached, the two infusion devices displayed ¿communication error 13-1033-149. This was observed by bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting error 13-1033-149 code (software fault) was confirmed during initial testing and through a review of the device logs. Testing in the ¿as received¿ condition of the suspect pump modules found that during the suspect pump modules power on self-test (post), the device¿s channel ID display would not turn on when connected at the same time, and it wouldn¿t allow for communication with alaris system maintenance (asm), when multiple dchu lab test pump modules were attached, the same would happen to them until the suspect pump module was detached, however after testing one suspect pump module at a time, it was discovered that the issue only presented when connecting both pump modules s/n (B)(6) at the same time, suspect pump module s/n (B)(6) does not present the issue on its own or with known good pump modules, suspect pump module s/n (B)(6) does present the issue on its own or with known good pump modules. Functional testing of suspect pump module s/n (B)(6) could not replicate the fault after initial testing. Functional testing of suspect pump module s/n (B)(6) found that the device had a defective logic board. An external and internal inspection of the returned suspect pump modules showed that: there was severe fluid ingress on both devices. Cable connections and pcb boards showed signs of corrosion and multiple mineral. Deposits. A review of the suspect pump module s/n (B)(6) error log showed that between (B)(6) 2025 and (B)(6) 2025 the device presented five (5) 221.2010.0 error codes (watchdog failure, fatal severity; this is related to the reported complaint) and one (1) 260.4120.0 error code (sensor supply low voltage failure, fatal severity; this is related to the reported complaint and is likely due to the severe fluid ingress observed during the internal inspection). No logs or data set for suspect pump module s/n (B)(6) were provided, and the returned suspect pump module¿s logic board was found to be defective; therefore, a log review could not be performed. Previous analysis conducted by bd software engineering determined that the suspect pump module experienced an unexpected event during shut down. This issue appears to be caused by intermittent contact with the power supply, possibly due to a defective iui connector. The defective connector could be on either side, the pcu or the pump module. Additionally, the problem could be caused by a defect on the board of the pump module. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. The device had no patient involvement (npi). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: devices opened for investigation. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the report of error code 13-1033-149 (software fault) can be attributed to a bad iui power connection. The probable cause of the bad iui power connection on suspect pump module s/n (B)(6) could not be determined during the investigation. Functional testing could no longer replicate the fault after multiple attempts. The root cause of the bad iui power connection on suspect pump module s/n (B)(6) was attributed to a defective logic board. The root cause of the faulty logic board was attributed to corrosion of the logic board and cable connections due to severe fluid ingress. Note that this report lists imdrf annex a1801, a040502, a1102, a0721, a13, c23, c0601, c10, c02, c0401, d11, d15, d0108, g04037, g04090, g04067, g0200802, g02005, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that during assessment, the pump module did not display channel ID upon power up and it could not communicate to the alaris systems maintenance (asm) to download the logs. Per report, "when system was powered up into maintenance mode, no channels displayed channel ids. After a moment, pump sn (B)(6) power on and displayed ch. Error 13-1033-149. Removed pump sn (B)(6), recycled power to system, pump sn (B)(6) (ch. A) powered up, and pump sn (B)(6) did not display the ch. ID. Disconnected and reconnected pump sn (B)(6), after a moment ch. ID ¿ d appeared and then went to a channel error (no error code displayed). Disconnected and reconnected pump sn (B)(6), after a moment ch. ID ¿ d appeared and then went to a communication error (no error code displayed)." Biomed then had the system from the ER programmed to run infusions on 2 pump modules with no issues, when pump sn (B)(6) was attached, the two infusion devices displayed ¿communication error 13-1033-149. This was observed by bd representatives during their site visit. There was no patient involvement.